Event description:
There was an allegation of questionable bil-d gen.2 results from the cobas pure c303 analyzer. The customer alleged the results for newborn patients undergoing phototherapy were significantly higher on the cobas pure c 303 system than the results from a competitor systems (e.g. Siemens) or from a cobas c 501 or cobas integra 400 plus. The following example was provided: sample 1 (neonate): the result from the cobas c 303 was 1.13 mg/dl. The result from a cobas c503 was 1.02 mg/dl. The result from a cobas c501 was 0.90 mg/dl. The result from a non-roche method was 0.34 mg/dl. The questionable results were not reported outside of the laboratory. The non-roche results were believed to be correct.

Manufacturer narrative:
The reagent lot number was 877868. The expiration date was not provided. The investigation is ongoing.

Manufacturer narrative:
Medwatch fields d1-d4, g1, and g4 were updated. The investigation was unable to determine a specific root cause. There was no product problem identified. Per product labeling: under the influence of intense blue light in vivo; e.g., during phototherapy, circulating bilirubin is partly transformed into a water-soluble isomer called photobilirubin, a potential substrate for bilirubin tests. This photobilirubin fraction is rapidly eliminated in vivo, but is detected by bild2 and may lead to falsely elevated bilirubin results. For diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings.